Event description:
It was reported that a device update error 20 occurred causing the software update process to fail. There was no reported impact to customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, recessed usb pins were observed which prevented charging.